Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (check te messages) has been confirmed. Upon evaluation, the pulse wires between ecgs a and b were intermittent. There were no visual defects, and no cut wires. The root cause for the intermittent connection cannot be positively determined. No adverse event resulted from the open connection. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report that he is receiving constant check therapy electrode pad messages. The patient was issued a replacement electrode belt.